Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the p-wave leading to pacing inhibition. Technical services (ts) discussed causes and programming options. This device remains in service. No adverse patient effects were reported.